Event description:
The customer reported the backlight is not working on the display. There was no patient involvement. The remote service engineer advised the customer to check backlight settings in normal operation. The customer checked and turned the backlight setting up. The customer states backlight is brighter and now able to see the screen. Unit is fully operational and returned to service. Based on information provided and/or service performed, the customer's alleged complaint was not confirmed.